Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). A 3.5 x 15 mm xience xpedition stent was implanted in the mid rca. The 3.5 x 12 mm xience xpedition stent delivery system (sds) was then advanced, and the stent was implanted proximal to the first stent. The sds was pulled back to take a picture, and it was then seen that the distal portion of the sds was still within the stent. The proximal portion of the sds was removed. The patient was transferred to another facility with surgical back-up for removal of the distal portion of the sds. Upon arrival at the new facility, the patient went into cardiac arrest, and defibrillation was performed. The patient was taken to the catheterization lab, and the separated portion was retrieved with a snare device. There was no damage noted to the implanted stent. After removal of the separated portion, it was noted that the distal end was bent. There was no resistance noted during the procedure. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: stent placement should be performed at hospitals where emergency coronary artery bypass graft surgery is accessible. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, these are known patient effects of coronary stenting procedures.